Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. A replacement system was later implanted on the opposite chest wall. No further patient complications have been reported as a result of this event.